Event description:
A technician reported that the system stopped during a procedure. A company technical support representative informed tha there was a secondary energy too low error when the system stopped at 23%. He also stated after the system was reset, the procedure was completed to 100% on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Multiple attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).